Event description:
Following cardioversion the pads were removed. At that time the issue with the marks on the skin were discovered. The skin was red and raised from what appeared to be the perimeter of the patch. The size of the redness was a perfect resemblance of the patch shape. Some redness was noted in the center on both the front and back of the patient. By the time the patient was discharged the redness in the center had disappeared put the markings around the perimeter were still present.